Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited high thresholds and oversensing resulting in pacing inhibition. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.